Event description:
It was reported that during a supply change the infusion set connection was leaking because the tubing was not fully tightened, and the user replaced the connector and the infusion site and then completed the supply change without further issue. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed an infusion set connection that was not attached correctly, consistent with user handling, with no device alert and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-related improper connection of the infusion set.